Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to out-of-range (oor) impedances on the right atrial (ra) lead. The ra lead was programmed back to the bipolar configuration. Subsequently, intermittent impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker declared a lead safety switch (lss) due to out of range pacing impedances on the right ventricular (rv) lead. The pacemaker declared an inappropriate signal artifact monitor (sam) episode due to atrial fibrillation (af). In addition, the pacemaker oversensed the minute ventilation (mv) sensor signal. Technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to out-of-range (oor) impedances on the right atrial (ra) lead. The ra lead was programmed back to the bipolar configuration. Subsequently, intermittent impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker declared a lead safety switch (lss) due to out of range pacing impedances on the right ventricular (rv) lead. The pacemaker declared an inappropriate signal artifact monitor (sam) episode due to atrial fibrillation (af). In addition, the pacemaker oversensed the minute ventilation (mv) sensor signal. Technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to out-of-range (oor) impedances on the right atrial (ra) lead. The ra lead was programmed back to the bipolar configuration. Subsequently, intermittent impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.